Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the event is unknown. The device manufacture date is unknown.

Event description:
A customer reported he received error-1 and error-3 display messages on his freestyle blood glucose meter. The customer also reported when he inserted the test strip into the port, the meter screen would intermittently display p1 and p3. The customer was reportedly unable to test for about two weeks and delayed his treatment. As a result, the customer reported he experienced fatigue and was seen by a health care provider who treated him with the medication glucophage for "high sugar" and "pancake syrup" for "low sugar". According to the customer's report the medical treatment was a change to his normal medications. There was no report of death or permanent impairment associated with this event.